Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('started reacting to my wedding ring (made of silver, which has nickel in it)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antidepressants. In 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and nervousness ("I'm nervous"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, fatigue and nervousness outcome was unknown. The reporter considered allergy to metals, fatigue and nervousness to be related to essure. Concerning the injuries reported in this case, the following ones were reported in social media : nervousness, allergy to metals and fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- case become incident as essure removal details were added, new reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.